Event description:
It was reported that there was a double beep no cassette. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
B5: additional information received on 24-aug-2022 via email and attached to complaint object: this issue happened while testing and the date is unknown. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6400.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; the tamper seal was all intact. There was evidence of the reported error in the event history log. The reported problem was not duplicated during the investigation and functional testing. Found downstream sensor nub was damaged which caused the double beep - no cassette attached. It was recommended that the downstream sensor to be replaced. It was recommended that the downstream occlusion sensor be replaced as corrective measure. The root cause was traced to customer damage. The product is 20 years from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).